Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving morphine 4mcg/ml at 1.12mg/day vain an implantable pump. It was reported the patient had symptom increase, increased pain. There were no environmental, external or patient factors that may have led or contributed to the issue. Troubleshooting was done at the beginning of surgery to correctly identify the issue, failed dye study, the actions and interventions taken to resolve the issue was surgical intervention. A pump catheter revision was done. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.